Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) unknown biomet 3i screw for evaluation. Visual evaluation was performed. The implants had signs of use. Bone debris on external threads. There were fractured screws stuck inside the implants. DHR and complaint history review could not be performed since the lot/item number was not provided and unknown. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. The customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, a device malfunction did occur. Evidence of a fractured screw was identified stuck inside the implant. The reported event is confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). D1: brand name unknown / provided. D4: additional device information: unknown / not provided. D10: concomitant medical product: unknown biomet screw, lot: unknown. G4: premarket identification: unknown / not provided. H4: device manufacturer date: unknown / not provided.

Event description:
The doctor reports that the dental implants located in positions #34 and #36 failed because the prosthetic screws fractured. Therefore, the implants had to be removed. The doctor reports that the procedure was not concluded by placing another implants.